Manufacturer narrative:
The insulin pump was received with broken battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, severely scratched display window, and missing end cap sticker noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer reported that the insulin pump was dropped. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.